Event description:
It was reported that during a pneumonectomy, the device fired malformed staples. The procedure was completed with another instrument. There was no adverse consequence to the patient.